Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: during 2020 the patient was in the hospital for surgical abdominal pathology, her treatment included multiple surgeries, ICU, parenteral nutrition and ab therapy (3 months). During an ICU stay, a PICC was inserted. The patient completed hospitalization and treatment and was discharged. At a later date the patient was in a surgeon review at a different hospital for a ventral hernia and had an abdominal CT scan in which a PICC guidewire was found in the abdominal inferior venous cava. The first hospital did a review of the patient's clinical history and additional images. They confirmed a safety breach during the PICC insertion in the ICU. The interventional radiology and vascular surgery teams, understanding the time (approximately 1 year) from the incident and the images, considered there would be a major risk for complication to the patient by trying to exract the guidewire. Vascular surgery thought open surgery may be an option, but due to the current clinical situation of the patient it was not a priority. The conclusion from the review committee was surveillance and anti-coagulation if needed. It was reported the nurse that inserted the PICC didn't notice the guidewire embolization or didn't report it. It was only determined that it happened months later when the patient had a CT for another surgery. The patient's condition was reported to be fine.

Event description:
The complaint is reported as: during 2020 the patient was in the hospital for surgical abdominal pathology, her treatment included multiple surgeries, ICU, parenteral nutrition and ab therapy (3 months). During an ICU stay, a PICC was inserted. The patient completed hospitalization and treatment and was discharged. At a later date the patient was in a surgeon review at a different hospital for a ventral hernia and had an abdominal CT scan in which a PICC guidewire was found in the abdominal inferior venous cava. The first hospital did a review of the patient's clinical history and additional images. They confirmed a safety breach during the PICC insertion in the ICU. The interventional radiology and vascular surgery teams, understanding the time (approximately 1 year) from the incident and the images, considered there would be a major risk for complication to the patient by trying to exract the guidewire. Vasuclar surgery thought open surgery may be an option, but due to the current clinical situation of the patient it was not a priority. The conclusion from the review committee was surveillance and anit-coagulation if needed. It was reported the nurse that inserted the PICC didn't notice the guidewire embolization or didn't report it. It was only determined that it happened months later when the patient had a CT for another surgery. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.